Event description:
The patient presented with low impedance on the rv to can vector. In clinic, it was not possible to reproduce abnormal values. During testing, a warning of a possible high voltage lead issue was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.